Event description:
Healthcare professional reported through clinical study that approx 60 mos post implant the valve was removed incidentally during concommitant mitral valve replacement. The valve was not returned for analysis however a pathology report was sent.